Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient that a 28-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The impella had to be replaced with another impella due to continuous suction even with the extracorporeal membrane oxygenation flows adjusted. When ramp up was attempted with the replacement impella, the same situation occurred. The echocardiogram showed a dilated left ventricle that would collapse within seconds of the impella being turned on. The extra-corporeal membrane oxygenation flows adjusted with zero influence on impella. The replacement impella was explanted and the 14fr sheath was replaced with the 16fr cook sheath, along with an antegrade reperfusion sheath.